Manufacturer narrative:
Philips service performed tube conditioning and calibration and recommended proactive replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the tube malfunction prevented fluoroscopy; cooling unit pressure low on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.